Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter, (serial number: (B)(6)) egia45amt, egia45amt egia 45 artic med thick sulu, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an operation, the adapter could be fired with two reloads; however, with the third magazine, the reload jaws would not open and close. Instead, the magazine angled and straightened. Attempts to change the reload were unsuccessful, as the reload could not be disconnected from the adapter and ultimately broke off. The operation was continued using a new adapter and a new magazine. The same handle worked fine. No patient complications have been reported as a result of this event.